Manufacturer narrative:
MDR 3003442380-2024-00635 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that infusion set not adhering. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available